Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify signs of as reported fiber tip break. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the observed findings, an evaluation conclusion code of no problem detected was assigned to this investigation. Based on analysis results, the reported fiber tip break was not identified thus the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber. No complications to the patient occurred due to this event.